Event description:
It was reported the unit powers on for a few seconds, then shuts off. Follow-up information received determined there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower cases, ring cover, and two side bail covers were broken and the battery contacts compressed.